Event description:
It was reported that the ventricular lead exhibited high thresholds. The lead was successfully repositioned on (B)(6) 2013. On (B)(6) 2013 the ventricular lead exhibited high thresholds and undersensing. The lead was explanted and replaced. The patient had no issues post implant.